Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis, on (B)(6) 2019 with plus 600 mg/dl blood glucose value and treat with intravenous, potassium and insulin drip at hospital. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose by insulin pump. Customer stated that the drive support cap appears normal. Customer was using a cannula-based infusion set. Customer reported that the insulin exited at the quick release. Customer reported that the troubleshooting based on under delivery. Customer reported that they ran self test and test passed. Customer reported that they were not worn during a medical procedure or test. Customer reported that they performed displacement test and test results was test passed. The devices will not be returned for analysis.